Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non dependent patient's ventricular lead exhibited noise which oversensed and caused multiple ventricular rate response episodes. The noise could not be reproduced with isometrics. The patient was asymptomatic, so the physician elected not to perform an intervention.